Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, one piece of the sensor wire was stuck in the patient´s skin. The patient experienced swelling and irritation on the affected area. The patient had minor surgery on (B)(6) 2022 to remove the retained sensor wire. The patient also required stitches. A prescription of an oral unspecified antibiotic medication and an unspecified ointment were made as a post-surgery medication. At the time of the report the patient stated the affected area still had swelling and irritation. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.